Event description:
Device explanted due to suspected failure. Patient has been implanted with an intrathecal baclofen pump towards the end of last year. Recently there have been symptoms of baclofen withdrawal and there was a volume discrepancy on refill. A dye study could not be accomplished, though a rotor study was normal. We have recommended replacement of the intrathecal catheter with a new catheter.